Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40890. It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead both presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. There were no patient consequences.